Event description:
It was reported that the ilet displayed repeated ¿unable to proceed¿ alerts during a supply change and when attempting to announce a meal, including during a dry run and after a device restart, and the user was unable to rewind the device; the user reported an earlier occlusion that day that was cleared. Symptoms included hyperglycemia with a blood glucose of 303 mg/dl, without other symptoms. Outcomes included interruption of insulin delivery and the user switching to subcutaneous insulin via pen while awaiting a replacement device. Investigation included technical troubleshooting and education by customer support. Investigation of this case revealed reported insulin occlusion and consecutive stalled motor behavior consistent with an insulin delivery malfunction. It was concluded that the event involved a device malfunction related to insulin delivery, with user mitigation by transition to alternative insulin therapy and no medical intervention reported. The device will be returned for evaluation.